Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and oversensing. There was no pacing inhibition noted. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported.